Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent and a non-bsc guidewire. The guidewire was in the lumen of the sds. There was blood in the wire lumen. Microscopic examination of the balloon did not reveal any damage or irregularities. The stent was not returned. There was no damage to the shaft. The device was pressurized with an inflation device filled with water. The device was inflated to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.75mm rebel stent was advanced to the target lesion. The stent delivery system balloon was inflated however the balloon ruptured when it reached 16 atmospheres. The catheter was removed from the patient and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) and a non-bsc guide wire. The guide wire was in the lumen of the sds. There was blood in the wire lumen. Microscopic examination of the balloon did not reveal any damage or irregularities. The stent was not returned. There was no damage to the shaft. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.75mm rebel stent was advanced to the target lesion. The stent delivery system balloon was inflated however the balloon ruptured when it reached 16 atmospheres. The catheter was removed from the patient and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.75mm rebel stent was advanced to the target lesion. The stent delivery system balloon was inflated however the balloon ruptured when it reached 16 atmospheres. The catheter was removed from the patient and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).